Event description:
Customer contacted beckman coulter inc. (Bci) regarding falsely low glucose results generated by the unicel dxc 800 pro synchron chemistry analyzer. False low glucose results of 45 mg/dl and 41 mg/dl were generated. The instrument did an automatic critical rerun which gave results of 70 mg/dl and 94 mg/dl respectively. The samples were repeated and the result of 70 mg/dl was confirmed and reported for the first sample and a result of 92 mg/dl was reported for the second sample. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc prior to and after the event has been within the lab's established ranges. Bci hotline discussed possible causes of the issue with the customer. The customer admitted that they do not screw down the covers on the instrument. Hotline advised the customer to start securing the covers and discussed reagent out gassing after learning that the customer does not loosen the cap to allow out gassing. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.